Manufacturer narrative:
Other relevant device(s) are: brand name: micra-delsys, model #: mc1avr1-delsys / expiration date: 25-aug-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR?: no. Dev rtn to MFR? No. Mfg date: 13-mar-2020, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intraoperative of a leadless pacemaker that when the physician attempted to deploy the device that the patient's blood pressure "tanked". It was identified that the delivery system caused perforation to the right ventricle leading to tamponade. Pericardiocentesis was performed, drain used and blood pressure came up and the device was implanted. However, it was reported that the patient deceased.